Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to gastrointestinal bleeding (gi) bleed secondary to gastric erosions found to have esophageal candidiasis on esophagogastroduodenoscopy (egd) and started fluconazole for treatment. That area was clipped and a capsule endoscopy was performed and mid erosion observed. The patient¿s inr was 4.1. The patient was transfused with 2 units of packed red blood cells (prbc) in a 24 hour period with a total of 4 units. The patient will remain inpatient until their hemoglobin and inr return to sable levels. The patient will follow up with the vad clinic. No additional information provided.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.